Event description:
Consumer reports that using the floss has caused two fillings to break off of her teeth.

Manufacturer narrative:
This report has not been confirmed by a medical professional. Consumer claimed that use of the dental floss caused her to lose fillings. Dental experts conclude that a sound dental restoration could not be pulled loose by the use of dental floss alone, and that a compromised dental restoration that is old and needs replacing would be the root cause of the event. No lot number was given. We are continuing to try to get the product returned. However, until we can get the product back, we consider this closed as we cannot perform a complete investigation.